Event description:
Customer reported that during a cataract procedure doctor performed a hydrodissection and the system gave impedance errors and hand piece would not pass tune. Doctor was unable to complete the procedure. Patients procedure was rescheduled for (B)(6) 2012. No additional patient information was provided.

Manufacturer narrative:
Additional information customer reported that patients procedure was completed successfully and no additional surgery or treatment was required. Patient outcome is good. Procedure was completed at (B)(6) on (B)(6) 2012.

Manufacturer narrative:
Upon inspection and analysis of the unit field service engineer (fse) visited site and confirmed impedance errors during self test. Fse replaced the pcba (phaco controller) and the maxdrive IV. He also tested 2 hand pieces and both were within amo specification. The staff was not sure which hand piece was in use when they encountered the tune failure. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.